Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that 2000 bd vacutainer® serum blood collection tubes underfilled. The following information was provided by the initial reporter: "clot act 4ml tubes filling less than 1ml." Under filling observed in few tubes, once other tube is used filling is observed, hence the customer suspects loss of vacuum."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2000 bd vacutainer¿ serum blood collection tubes underfilled. The following information was provided by the initial reporter: "clot act 4ml tubes filling less than 1ml under filling observed in few tubes, once other tube is used filling is observed, hence the customer suspects loss of vacuum".